Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer noticed that the autopulse platform (sn (B)(6)) sometimes displays "replace battery" error message. Per the customer, the battery was fully charged and calibrated. The customer replaced the battery, but the issue persisted. No patient involvement.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) sometimes displays "replace battery" error message was confirmed in the archive data but was not replicated during functional testing. A review of the archive data showed multiple user advisory 04 (battery charge state too low (replace battery)) on various dates around the reported event date, confirming the reported complaint. During the initial functional testing, the reported "replace battery" error message could not be replicated. Nevertheless, the power distribution board (pdb) will be replaced as a preventive precautionary measure to address intermittent occurrences of user advisory 04 (battery charge state too low (replace battery)), as the pdb may have had some intermittent technical problems that could not be consistently identified during the functional testing. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).